Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of error message (sf218), however, in-house testing could not reproduce the error. Further evaluation of the device found that the device failed to complete its internal self-test. It was determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 218). There was no patient injury reported as a result of this incident.